Event description:
It was reported the patient's blood glucose (bg) level rose to 370 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (back), the pod's cannula was found bent. It was also reported that there was irritation at the pod site and a communication error occurred during a bolus. As treatment, a new pod was applied and 1.5 units delivered to correct the high bg's.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. The investigation found no damages or deficiencies that would contribute to a communication error. The download data showed that the pod did not generate any hazard alarms during operation. The pod reset, connected to a personal diabetes manager (pdm), delivered a 5-unit bolus and deactivated. No communication errors occurred during rerun. The cause of the reported communication error could not be determined. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the reported skin condition could not be conclusively determined.